Event description:
This may be a possible false negative. Fov 20 showed possible reactive changes and abnormal cells. No autoscan (full scan of the slide) was prompted. However, there was no delay in patient diagnosis as the diagnostic cells were found during qc testing. Customer is not sending slide to hologic for review,